Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with oral and intramuscular antibiotics (specific date and duration not reported) however, the issue did not resolve. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.